Event description:
A customer contacted baxter's technical service center reporting air in the patient line during a check patient line alarm on the the home choice (hc). The technical service representative (tsr) advised the home patient (hp) to disconnect, end therapy and start the setup with new supplies. Product surveillance (ps) contacted the hp on (B)(6) 2012 regarding the air in the line. Per the hp, there was nothing noticed other than the air at the time of the alarm. The hp started over with new supplies and resumed therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for air in tubing (without alarm) was found to have an undetermined cause. The problem cannot be confirmed due to no use error described by the patient, the sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee.